Manufacturer narrative:
A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that on (B)(6) 2022 at 19:00, the patient developed shortness of breath, confusion, considered respiratory failure, pulmonary encephalopathy, and prepared to go to a ventilator for assisted ventilation. Insertion of the first two (2) tracheal intubation cuffs leaked, the third one was used normally and connected to the ventilator. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.